Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/05/2020.

Event description:
The customer reported that the touchscreen would not calibrate. The customer troubleshooting with tech support over the phone. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer reported that after cleaning with an approved solution, the touchscreen was functioning as intended.